Event description:
Blood noted to be backing up in IV tubing when pt came out of procedure. Site also noted to be wet. IV dressing removed and IV tubing noted to be unattached from male luer lock adapter part of the tubing.